Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with manual injection. The customer also had experienced low blood glucose level of 44 mg/dl. The customer states there is an issue with sensor reading and blood glucose reading. Troubleshooting was performed. Customer also stated the tubing disconnected. The sensor will be returned for analysis.